Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's keypad was unresponsive. Customer reported that this issue occurred during bolus. Blood glucose level at the time of the incident was not provided. The customer will not return the device for analysis.